Manufacturer narrative:
Concomitant medical products: b/braun 5%dextrose 50ml IV bag; tubing: smartsite infusion set for alaris se pump; mv2000 bag hinge; therapy date: (B)(6) 2015. No product will be returned per customer. The customer complaint of IV set leak where port and spike meet could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak of kyprolis (chemotherapy) from the add-on bag access device while attached to the patient. The leak occurred on the "bag port where the bag spike affixed with the mv2000 bag hinge" the customer suspects either the patient or nurse pulled the tubing just enough to allow a slow trickle of fluid to leak out of the bag and onto the floor. There was no harm reported to the patient or caregiver.